Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device's indicator diode would not change to charging mode when a test battery was installed. The fuse was checked with an ohmmeter and was open. The complaint was confirmed and the root cause is an open circuit. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during shoulder arthroscopy procedure, the spider battery charger would not work. No delay was reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.